Event description:
It was reported that during a stent procedure in a pt in acute myocardial infarction (contrary to instructions for use) and a totally occluded proximal left anterior descending, an aneurysm appeared proximal to the proximal marker. Negative pressure was applied and the balloon would not completely deflate. A 20cc syringe was used to achieve deflation. An attempt was made to inflate again, and again the aneurysm appeared. The syringe was again used to deflate and the delivery system was removed as a unit. No vessel damage was noted. Another multi-link was used to complete the case with a good angiographic result. The pt was stable, and reportedly no injury occurred.